Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the screen does not appear normal. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, at the beginning of a therapeutic operation, when using a combination of the otv-s300 (video system center) and ltf-s190-10 (deflectable videoscope) the screen did not display properly when connected and turned on. The device was powered off and on, plugged it in and out, and the problem disappeared after a while. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue could not determined, however, it is believed that the electrical connection deteriorated due to static discharge or overcurrent, caused by connecting and disconnecting the device while the system was on and or accumulated dust or moisture on the electrical contacts of the system and video connector, adversely affecting the image signal output and resulting in an unstable image signal output/circuit damage. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment. Inspection of endoscopic images. Check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.